Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient reports the device read 109 while the fingerstick value read 244. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.